Event description:
It was reported that during setup for a procedure, the pneumatic hose of the maestro drill was found to be oily. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During performance testing at the MFR, an air leak was observed in the hose.